Event description:
A customer reported that during surgery, the aspiration was very slow. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported problem. The sys was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).